Manufacturer narrative:
The reported event is confirmed cause unknown. Photo received five (5) photo samples. All photo samples showcase an overview of an all silicone foley catheter and its packaging. Visual received one (1) all silicone foley catheter in closed packaging. Verified material number 2758j18 and batch number mykn5224. Visual inspection noted the catheter was bent inside packaging. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Corrections: d, e, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was an incident in which the catheter was packaged in a bent position.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was an incident in which the catheter was packaged in a bent position.